Manufacturer narrative:
Pump: analysis of the pump identified wear on the motor o-ring for gear number three. Catheter: analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 1.7 mg/ml at 1.2171 mg/day and fentanyl 1,600 mcg/ml at 1 ,145.5 mcg/day via an implanted pump. It was reported the patient had multiple motor stalls, not related to MRI. Regarding environmental, external, patient factors that may have led or contrib uted to the issue, it was unable to be determined at this time. The logs were read and showed multiple motor stalls and recoveries. The logs showed a motor stall occurred on (B)(6) 2023 at 6:05pm and recovered on the same day at 6:10pm, another stall occurred on (B)(6) 2023 at 11:20 pm and recovered on the same day at 11:29 pm. Another motor stall occurred on (B)(6) 2023 at 1:15pm and recovered on (B)(6) 2023 at 1:24pm. A motor stall occurred again on (B)(6) 2023 at 10:24pm and recovered at 11:39pm. On (B)(6) 2023 at 3:10pm a motor stall occurred and recovered at 3:27pm. Again on (B)(6) 2023, a motor stall occurred at 2:17pm and recovered at 2:24pm. Motor stall on (B)(6) 2023 at 1:38 am with a recovery at 1:43 am. On (B)(6) 2023 at 6:37pm the pump stalled with a recovery noted on the same day at 6:46 pm. The last motor stall happened on (B)(6) 2023 at 5:34 pm and recovered at 5:49pm. The pump was replaced on the date of this report. It was reported during the pump replacement the surgeon had a difficult time removing the catheter connector and it came apart. It was replaced with a new sutureless connector from an 8780 kit. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history was asked but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.